Manufacturer narrative:
Additional narrative: it is unknown if the device was implanted/explanted. A product investigation was completed: the screw was broken off. The investigation has shown that the cancellous bone is seriously damaged and broken into two pieces. The review of the production history revealed that this implant was manufactured in april 2008 in accordance with all established requirements. No manufacturing related issues that would have contributed to this complaint were found. Unfortunately, we are not able to determine the exact cause of failure. It is likely that either too much mechanical force had been applied during use or that the threaded tip has not been positioned properly. Device history record and manufacturing documents were reviewed and no complaint related issues were found. A material or manufacturing related condition can be excluded. Neither a manufacturing nor design related failure could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in the (B)(6) as follows: a broken screw was received by the (B)(4) synthes affiliate without the correct identifying information, complaint or customer information. The screw was contaminated with blood/biologic material, therefore, a complaint was opened to address this unknown incident involving screw with a broken shaft, broken during an unknown procedural step. Additional information is pending. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: event date: unknown. Additional device product code¿hrs. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.